Event description:
The incident occurred when a MRI tech entered the MRI procedure room with what was labeled as a MRI compatible o2 tank. The tech and o2 tank were pulled into magnet. O2 tank was labeled "green top, gray bottom." "MRI safe".